Manufacturer narrative:
Device not returned to manufacturer.

Event description:
Initial sij fusion implant occurred (B)(6) 2016. The surgeon reported the patient complained of increased pain on left side of leg. Imaging showed the primary implant was near the foramen. The implant was removed and replaced by the surgeon on (B)(6) 2016.